Manufacturer narrative:
On (B)(6) 2021, it was reported to mentor that the date of the removal is (B)(6) 2021, the replacement devices mentor memorygel breast implant 225cc. MRI states left side questionable implant fold possible rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 14-sept-2014, mentor received additional information regarding the patient¿s symptoms. MRI performed on (B)(6) 2021 indicated bilateral rupture. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 225cc and suffered from a bilateral rupture and generalized illness symptoms. The patient does not feel good, does not feel right, paranoid all the time and could not sleep. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.